Manufacturer narrative:
(B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The field service representative evaluated the device and was able to reproduce/verify the reported event. The field service representative determined that cause of the reported event was that the device was out of calibration. The field service representative ran the device through a complete calibration & checkout per the service manual. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
The user facility representative reported that during pre use checks the device was alarming ¿o2 inlet low¿. There was not patient involvement reported.